Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 22, 2021.  All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump adapter was noisy. No consequence or impact to patient. The product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device . Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The complaint sample was inspected upon receipt with no visual anomalies. It was then setup in a saline circuit with a sorin drive system with the terumo pump that was provided. While pumping with the sorin drive and the complaint sample, the adapter exhibited no unusual noises. A retention sample was setup in a saline circuit with a sorin drive system and the adapter exhibited no unusual noises. A CAPA has been initiated to document and address the investigation of the pumps and any potential changes required to remedy the failure mode observed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.